Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 20 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer no longer perform troubleshooting because the insulin pump was already working properly. The insulin pump will not be returned for analysis.